Event description:
It was reported that after replacing a dexcom sensor following hot tub use, the user encountered a ¿brief sensor issue, do not disconnect, please wait 3 hours¿ message in the dexcom app while the ilet was initially not paired, after which support guided toggling between g7 and g6 settings and re-paired the sensor to the ilet, resulting in glucose readings on the pump but continued failure to pair with the dexcom app, for which the user was referred to dexcom support. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms on the ilet and completion of troubleshooting and education. Investigation included remote guidance on device settings, sensor re-pairing procedures, and verification of pump signal reception. Investigation of this case revealed a communication and pairing issue limited to the dexcom mobile application while the ilet continued to receive cgm data, indicating a cgm app-to-sensor connectivity problem rather than an ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external cgm application pairing behavior unrelated to ilet pump function.